Event description:
Patient was brought to recovery post upper endoscopy with bravo capsule placement. Upon arrival, patient was connected to vitals and oxygen mask was removed. Patient began to wake and stated "what is this in my mouth". Patient reached in her mouth and took out the bravo capsule. Capsule was retrieved and shown to the doctor. Doctor was made aware and decided not to replace the capsule. He explained to patient what happened.